Manufacturer narrative:
The customer did not retain the model determines the date of manufacture and the 510k.

Event description:
Medtronic received a report the customer received a tracheal tube with incorrect dimensions. Customer indicated issue was found prior to patient use. Medtronic is requesting additional information regarding the circumstances of the event.

Manufacturer narrative:
One sample was received for analysis and the reported issue could not be confirmed. A dimensional test was performed and the measurement was in accordance to manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017 they received wrong size of the trach.